Manufacturer narrative:
Dates of death, event, and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death could not be determined. Additionally, the reported patient effect of death is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article titled ¿peri-procedural adverse event risk of transcatheter mitral valve repair and replacement.¿

Event description:
This is filed to report death. It was reported through a research article that 10,625 patients underwent transcatheter mitral valve repair (tmvr) with a mitraclip system. Within 30 days of the procedure, the mitraclip may have caused or contributed to death. Details are listed in the attached article, titled ¿peri-procedural adverse event risk of transcatheter mitral valve repair and replacement.¿ no additional information was provided.